Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to split the sheath, stretched sheath, mechanical jam with the thumb advancer and deformation due to compressive stress were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.b5: describe event or problem. D4: lot number. H4: device manufacturing date.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, during step #3, splitting the sheath, there was great resistance and the sheath stretched. The metal garage leaves moved outside the sheath. The device was removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, during step #3, splitting the starclose se exchange sheath, there was great resistance and the sheath stretched. The cutter moved outside the sheath during thumb advancement. The device was removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.